Event description:
Guidewire distal tip unraveled.

Manufacturer narrative:
The report from the field indicated the following: during a procedure, the tip of the guidewire became stuck and unraveled. There was no reported patient injury. No additional information is available after multiple attempts. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.